Event description:
It was reported that upon preparing for an open gastric bypass, the acoustic stud was found broken off the device. A like device was used to perform the procedure. There was no pt involvement or consequence.